Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom after filling it with approximately (B)(4) units. The customer's blood glucose (bg) level was 400 mg/dl. The customer changed the cartridge and resumed insulin delivery to addressed elevated bg level.